Event description:
During troubleshooting for an unrelated alarm during fill on a homechoice (hc) machine, it was reported that the caregiver (cg) had changed out a supply bag during therapy. The cg stated that the supply bag was not filling into the heater bag. The cg spoke with the home patient (hp)'s clinic and they advised the cg to switch out the supply bag. The technical service representative (tsr) explained that by disconnecting the supply bag, the supplies had been compromised. The tsr assisted the cg in ending therapy. The hp was to finish therapy using manual supplies. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Use error and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.